Event description:
Reporter indicated that the site continued to receive an error message while trying to program the patient's generator. The communication error has been identified as an error that occurs when communication is established and interrupted very quickly. The site was able to establish communication with a company representative demo generator. The root cause for the interrupted communication cannot be established, but could be due to movement by the patient, or a number of possible device issues. All attempts to have the device returned for analysis have been unsuccessful to date.